Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6: product code: 03.804.701s; lot: 82314386; release to warehouse date: 19 july 2024. Expiration date: 01 july 2026. Supplier: (B)(4). Manufacturing site: werk selzach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the synflate vertebral balloon med had signs of tearing off and breakage along the surface of the balloon. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. However, this is most likely due to the breakage condition of the balloon. A dimensional inspection was not performed as it is not applicable to the complaint condition. The synflate vertebral balloon surgical technique was reviewed; states to stop balloon expansion if any of the following happens: the desired outcome is reached. The pressure reaches 30 atm (440 psi). The maximum balloon volume is achieved. 4.0 ml for the small balloon; 5.0 ml for the medium balloon; 6.0 ml for the large balloon. Any part of the inflated balloon length touches the cortical bone. The surgical technique guide also contains the following precautions: the balloons may leak if they are filled beyond their maximum volume or pressure. The performance of the balloons catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. The surgical technique guide also recommends the following: to proceed with inflation slowly, stopping every few seconds to allow the bone to adjust to the pressure/volume changes. For bilateral procedures, inflate each balloon alternately in increments. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. Since the device was returned deflated and damaged, the complaint condition of not being able to inflate/deflate was not able to be replicated. However, this is most likely due to the breakage condition of the balloon. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.

Event description:
It was reported that during surgery on (B)(6) 2024, a vertebral balloon had a defect. Water was coming out on the tip of the device. The surgeon used a second item and encountered the same issue. Surgery was completed with another device. There was no patient harm.